Event description:
According to the reporter, on the day of the event, the patient began the hemodialysis treatment at 21:00. At 21:33, the patient exhibited dizziness, sweating, nausea, and dry heaving. Vital signs recorded were blood pressure 105/69 mmhg, heart rate 85 beats per minute, and respiratory rate 20 breaths per minute. Ultrafiltration was immediately discontinued, blood flow rate was reduced, and intravenous administration of 20 ml of 50% glucose solution, along with 5 mg of dexamethasone sodium phosphate, was given. After three minutes, the symptoms subsided, with vital signs showing blood pressure 116/71 mmhg, heart rate 85 beats per minute, and respiratory rate 16 breaths per minute. By 21:45, the patient reported no discomfort. There was no blood loss, and blood transfusion was not required. The clinical outcome due to the event was an allergic reaction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.